Event description:
It was reported that the ca040 clip applier cartridge clip scissored and perforated the cystic artery, which resulted in blood loss to the pt. The procedure reverted to an open cholecystectomy to control the bleeding. No further pt injury or complication was reported.